Event description:
Guidant received information that the monitoring voltage of this implantable cardioverter defibrillator (ICD) is 2.74v with a charge time of 7.7 seconds. The device has no recorded episodes with 6% pacing at 2v @ 0.5ms. The local guidant representative was inquiring whether there were other vitality 2 devices having this issue. A guidant technical services (ts) consultant requested a memory dump for engineering analysis. The patient had already gone home; however, the rep will request that the patient be brought back so this can be done. The choice to replace the device is up to the physician, but ts would like to have data for engineering analysis as this may help to understand cause and/or project device longevity. A product performance engineer was contacted and confirmed that premature battery depletion is being investigated with vitality devices. The patient will have the memory dump performed at the next